Event description:
An impella cp device was inserted via the right femoral artery in a 66-year-old male patient presenting with cardiomyopathy, scai shock stage e, with a history of coronary artery disease. The primary nurse reported that urine output changed from dark amber to dark red and frothy. The physician was updated, echocardiography was ordered, the p-level was decreased, and fluids were administered. Echocardiogram the next morning showed the impella cp to be 4.7 cm from the aortic valve annulus. It was noted that the initial post-insertion echocardiogram had been deferred. No additional complications were reported. The patient survived to explant. The reported hematuria is consistent with hemolysis-associated findings and may be influenced by the patient¿s underlying cardiogenic shock, hemodynamic instability, renal dysfunction, and device-position¿related factors, including the absence of an initial post-insertion echocardiographic confirmation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Correction. Section d1 brand name was corrected accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information were provided in d4. Upon review, the catalog and serial number have been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details, no product defect found during evaluation.